Manufacturer narrative:
The insulin pump alarmed radio frequency pic failed self test during the self test and the pump was unable to communicate with the glucose sensor simulator due to a faulty y1/radio frequency board. The pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, and unexpected restart error test. The pump passed with all operating currents tested within the specification range and it also passed the off no power test. It was noted that the pump was received with a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was having trouble linking the sensor and received a lost sensor alert. Customer was not doing anything and was at (B)(6). Customer stated that today the alert occurred while she was watching tv. Customer stated that the pump was not communicating with the transmitter. Customer found a radio frequency pic failed self test alarm in the alarm history. Customer declined to troubleshoot for previous lost sensor alert. Customer was advised that the pump will need to be replaced.